Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional information request: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device? The analysis results found that devices (a, b and c) were received in good visual condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through each device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendicectomy procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.